Event description:
During initial exposure on total knee arthroplasty, a #10 blade snapped into two pieces while being used. The bottom portion was returned on the knife handle, and the blade was retrieved by the surgeon from inside the patient's knee.